Manufacturer narrative:
The insulin pump received with currents in spec. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No unexpected excessive no delivery alarm. Minor scratched lcd window, cracked near display window corners, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during basal/bolus/fixed prime. Customer reported that he is experiencing high blood glucose levels. Customer's blood glucose reading at the time of the incident was 470 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.